Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The site does not know who the initial reporter was. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed that it was a electronic picture archiving and communication systems (pacs) issue on their side. They were able to fix the issue. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was not receiving an exam from electronic picture archiving and communication systems (pacs). However, it was receiving other exams and another system was reported to receive all exams without issues. There was an update from the manufacturer representative stating that the issue was on the pacs side and that they were able to resolve the issue. No patient was present at the time of the event.

Manufacturer narrative:
The software investigation found that the reported behavior described is the intended behavior of the software. No failures found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was not receiving an exam from electronic picture archiving and communication systems (pacs). However, it was receiving other exams and another system was reported to receive all exams without issues. There was an update from the manufacturer representative stating that the issue was on the pacs side and that they were able to resolve the issue. No patient was present at the time of the event.